Event description:
The console failed self-test, another device was used, and there was no reported patient involvement, harm, or injury.

Manufacturer narrative:
E1, e3, e4: the name and occupation of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the system self-check failure seen in the field was caused by corrosion from the leaking of the super caps. This report is being filed as part of a retrospective review of historical records.